Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when a large volume folfusor was disconnected, about half of the solution remained in the folfusor. The folfusor was filled with 4000mg of 5fu with nacl 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.